Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that, one day post implant, the implantable pulse generator (ipg) device was unable to run atrial and ventricular thresholds. Non-magnet electrograms showed one under-sensed ventricular beat. The device remains in use. No patient complications have been reported as a result of this event.